Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the device was loud and smoking; therefore, the pretest could not be completed. It was determined that the unit¿s driveshaft was snapped causing the noise and smoke. The assignable root cause was determined to be component damage due to excessive force. This is further defined as user error, abuse, and possibly misuse. . If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device was making a horrible noise. During in-house engineering evaluation, it was found that the unit was loud and smoking. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.